Event description:
It was reported that during a percutaneous coronary intervention, balloon rupture occurred. The 75% stenosed target lesion was located in a moderately calcified and moderately tortuous proximal end of left anterior descending artery (lad). Following a 6fr non-bsc introducer sheath and non-bsc guide catheter, a 3.5x24 promus element plus stent was deployed. A 15mm x 3.50mm nc quantum apex balloon catheter was selected and advanced for post dilation. However, upon 1st inflation with an encore inflation device at 15 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).